Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under (B)(4). (B)(4). The device was not returned to bwi.

Event description:
This event is part of smart-sf clinical study. It was reported that a patient underwent an afib procedure. The patient experienced pain in left groin due to a localized infection which was treated with bactrim (an antibiotic) less than 7 days after the procedure. The issue was resolved without sequelae. The patient's demographic information and medical history were unknown. The principal investigator assessed this event as not device related and possibly procedure related event.

Manufacturer narrative:
On 2/10/2017, biosense webster received additional information regarding this event: less than 7 days post-procedure, the patient reported left groin pain. Cellulitis (localized infection) was diagnosed. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely procedure-related. Less than 7 days post-procedure, the patient reported symptoms of fatigue. No intervention was administered. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly procedure-related. (B)(4).